Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 2.5mm x 30mm, concentric, de novo, 80% stenosed target lesion was located in the non-tortuous and mildly calcified left circumflex artery (lcx). After inserting a non-bsc guide wire and a 6fr guide catheter, the physician treated the right coronary artery (rca) with a 3mm x 12mm taxus liberté stent and in the left anterior descending (lad) with a 3.5mm x 24 mm taxus liberté stent. Subsequently, the physician pre-dilated the target lesion with a 2mm x 12 & 2.5mm x 12mm maverick balloon catheter. Following post dilatation, the residual stenosis was 60%. A 32mm x 2.50mm taxus liberté stent was then advanced to the target lesion. However, it was unable to cross. The procedure was completed after removal of the complaint device and the physician managed the patient medically. No patient complications were reported and the patient status is stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found proximal stent damage with two struts on the third most proximal row being bent outwards distally. In addition, struts on the fourth proximal row were slightly misaligned. No other issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).